Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer went to the emergency room (ER) a blood glucose (bg) level of 30 mg/dl. The customer consumed carbohydrates to address bg prior to the ER visit. The customer was treated with intravenous fluids of saline to address the bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. The customer alleged that the pump delivered a bolus that the customer did not request. Technical support reviewed the pump data and determined that the pump functioned as intended and the cause of the bg level was due to customer input. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.